Event description:
Novalon 14g IV catheter was initially started in e.d. On 5/14/97 and was discontinued prior to pt discharge by a hosp staff member on 5/19/97. Following dressing removal, staff member attempted to withdraw the catheter from insertion site (lt antecubital) and discovered that during the process of discontinuation, "the hub accidentally broke off the catheter, leaving the catheter in the pt's lt antecubital." A surgeon was called for assessment, on x-ray conformed the location of the catheter, and a "cut down at the site retrieval the catheter without complications by m.d.